Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019. The manufacturer¿s field service engineer (fse) confirmed the reported alternate current indication is not functioning issue. The manufacturer¿s field service engineer (fse) replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported alternate current indication is not functioning. There was no patient involvement.